Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the homechoice (hc) during the initial drain. The home patient (hp) stated the patient line became disconnected from the transfer set. The hp stated the connection site was loose. The tsr had the hp close the transfer set. The technical service representative (tsr) asked the home patient (hp) if she reconnected and hp stated yes. Explained to hp the s/e 2240 indicates large amounts of air has entered setup/cassette due to disconnection of patient line and patient line no longer sterile. The tsr explained to hp if patient line ever disconnects, she is not to reconnect. Had hp cycle power to the hc machine and se 2367 displayed. The tsr explained the se 2367 alarm to the hp and the hp ended the therapy. The tsr advised hp would need to start over with new supplies and contact the peritoneal dialysis nurse to report the se 2240. The tsr assisted the hp to disconnect. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Additional information was obtained on (B)(6) 2010 from the hp. The writer spoke to the home patient regarding the separation of the transfer set from the patient line. The patient stated that she did not know how the separation occurred. The patient stated that this could have been a connection issue (ie user error ), but she did not know. She stated that she did not follow up with the nurse regarding this issue and that there was no patient injury or medical intervention associated with the complaint. The patient did not want to provide any additional information about the separation.

Manufacturer narrative:
(B)(4). Upon follow up with the customer, it was reported that the sample and lot number are not available.